Event description:
Procedure performed: gynecological laparoscopy. Event description: [translation] during gynecological laparoscopy: when the optical trocar was being readjusted for insufflation of the peritoneal cavity, the two lugs snapped off. One of them "jumped" out of the field, the second into the gown and is retained there while still in the patient's abdomen. Withdrawal of equipment and verification of presence of all components. Operative time extended for inspection. Additional information was received by an applied medical representative via product complaint form on 14aug24: at the end of the procedure, when the reducer was removed to insufflate the abdomen, the two lugs holding the reducer broke cleanly. During a gynecological laparoscopy: when the optical trocar was misadapted for insufflation of the peritoneal cavity, the two lugs broke cleanly. One of them "jumped" off-camera, the second into the shirt and was held there while it was still in the patient's abdomen. Removal of equipment and verification of the presence of all elements. No clinical impact to the patient. Removal of the trocar and recovery of the elements by exploring the abdominal cavity. Extension of operating time for control. Additional information received by an applied medical representative via email on 19aug24: updated patient status to 'ok'. It was not a robotic case. Type of intervention: removal of the trocar and recovery of the elements by exploring the abdominal cavity. Patient status: ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula wing tab. Based on the condition of the returned unit, it is possible that the damage to the cannula wing tab occurred during manufacturing or due to improper handling. However, the exact root cause of the broken cannula wing tab could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gynecological laparoscopy. Event description: [translation] during gynecological laparoscopy: when the optical trocar was being readjusted for insufflation of the peritoneal cavity, the two lugs snapped off. One of them "jumped" out of the field, the second into the gown and is retained there while still in the patient's abdomen. Withdrawal of equipment and verification of presence of all components. Operative time extended for inspection. Additional information was received by an applied medical representative via product complaint form on 14aug2024: at the end of the procedure, when the reducer was removed to insufflate the abdomen, the two lugs holding the reducer broke cleanly. During a gynecological laparoscopy: when the optical trocar was misadapted for insufflation of the peritoneal cavity, the two lugs broke cleanly. One of them "jumped" off-camera, the second into the shirt and was held there while it was still in the patient's abdomen. Removal of equipment and verification of the presence of all elements. No clinical impact to the patient. Removal of the trocar and recovery of the elements by exploring the abdominal cavity. Extension of operating time for control. Additional information received by an applied medical representative via email on 19aug2024: updated patient status to 'ok'. It was not a robotic case. Type of intervention: removal of the trocar and recovery of the elements by exploring the abdominal cavity. Patient status: ok.